Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and no external power alarms were confirmed via the log files. The provided information stated that the power cable had a bite mark when examined at the site; however, this could not be confirmed as no images were submitted, nor was any product returned. The system controller event log file was reviewed, and relevant timestamps spanned approximately 9 hours (14:13:40 to 23:22:39 on 08jun2025). On (B)(6) 2025 from 20:06:28-20:08:20 and 21:55:13-22:11:16, intermittent, atypical power cable disconnect alarms not associated with routine power source exchanges were active. These alarms were associated with the relative state of charge (rsoc) voltage on the white power cable dropping while connected to a power module. From 22:50:34 to 22:50:38 on (B)(6) 2025, a no external power alarm activated as both power cables were simultaneously disconnected from the power module. During this time, the backup battery supplied power, and the system controller was able to support the pump without interruption. At 22:50:38, the white power cable was reconnected, activating a power cable disconnect alarm until the black power cable was reconnected at 22:50:48. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range throughout the log file. Additional information provided stated that a system controller exchange resolved the reported power cable disconnect alarms. Although the reported damage to the power cable is likely to cause the rsoc issue, the root cause of the power cable disconnect alarms could not be conclusively determined through this analysis. The root cause of the no external power alarm was traced to the user simultaneously disconnecting both power cables. The instructions for use and patient handbook explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The user is also informed on how to properly exchange power sources, such as their 14v batteries for new batteries or to a different power source (power module or mobile power unit), and it is emphasized to always maintain a connection to a power source with at least one cable during the exchange. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website the heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and informs on steps how to troubleshoot, including power cable disconnect and no external power alarms. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explain how to check the battery life by using the on-battery power gauge button. The heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 19jun2025, that exchanging to the backup system controller had caused the alarms and there was no reoccurrence. The system controller would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis because the patient had multiple power cable disconnect alarms while on ac power, and a no external power alarm. The site found a "puppy chew" in the patient's power cable that was probably the cause on the event. The system controller was changed, and the patient was good at the time. Analysis of the log files captured some random connect power events that had occurred on the white power lead starting on (B)(6) 2025 in the evening while using the power module and noted some no external power events on (B)(6) 2025 at 22:50 as well.